Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cerebrovascular accident (cva). It was reported that the date of the event is unknown. The ¿patient who was treated with carto 3 later developed stroke¿. Further details are being gathered at the time of the call and it was difficult to directly interview the physician. The patient had a stroke after surgery. On 8-feb-2022, it was reported that overall, no additional information is available at this time. A smartablate generator was used. The generator/pump does not need servicing. The carto files are not available. Since the event (cva) is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Date of event: the exact date of event is unknown at this time and so this field was populated with the awareness date. Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(6) on 15-feb-2022, it was noted that the following information was provided which were not included in the initial report. It was reported that the event occurred during use, after the thermocool® smart touch® sf bi-directional navigation catheter was inserted into the body.